Manufacturer narrative:
Product has been received on (B)(4) 2013. Analysis is being conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.

Event description:
Customer reported that on (B)(6) 2013, they were administering testosterone to the right leg. This is a new procedure for him. He purchased the bd integra syringe at (B)(6). The customer states that he is new to administering the medication and did not have knowledge to know that this was a retractable needle. When he went to administer the medication he noted that the needle was missing. X-rays were done and exploratory surgery was done. When the customer returned home after surgery and they could not find the needle he noticed that the needle was in the syringe.